Event description:
It was reported that a ventricular-dependent patient presented for a follow-up clinic visit and was subsequently sent to the emergency room. Upon interrogation, the right ventricular (rv) lead demonstrated noise oversensing and inconsistent pacing impedance. The rv lead noise resulted in pacing inhibition. The right atrial (ra) lead failed to capture. Both the rv and ra leads were capped and replaced on (B)(6) 2026. The patient remained in stable condition.